Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber broke. The fiber was replaced, and the procedure was completed using the second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Microscopic examination of the fiber identified the glass cap was detached. The glass cap exhibited moderate devitrification at the output window, and the metal cap exhibited charred debris adhesion on the surface. The fiber was functionally tested using the hene (helium-neon) laser fixture. The testing found there were no signs of breakage along the length of the fiber. Visual examination found the connector cone, segments, and tabs were in good condition and secured. The control know was attached and aligned with the fiber and could rotate the fiber. The fiber passed the connector segment verification test. The fiber was further tested using the forward firing test fixture. The testing found that the rate of forward firing was 2 percent which is below the threshold for potential patient harm.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber broke. The fiber was replaced, and the procedure was completed using the second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.